Event description:
It was reported a 30mm amplatzer cribriform occluder was chosen for procedure. During procedure, post implant of the device the user reported that the double disc was deformed, it present in a bulbous shape. Still connected to the cable, the device was removed and exchanged with a new 30mm amplatzer cribriform occluder. The device was successfully placed. No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of "bulbous shape" was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.